Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) fell and presented to the emergency room (ER). The caller wanted to confirm that the device system was magnetic resonance imaging (MRI) conditional. It was noted that the fall was not device related. Technical services (ts) stated that the device was not MRI-conditional and noticed that the device therapy was programmed off. It was noted that the device therapy was purposefully programmed off, however, it is unknown if the device therapy was meant to be remain off. The device remains in use. No adverse patient effects were reported.